Event description:
It was reported that 1 weeks post generator change out the patient presented to the clinic with redness around the implant site. Over the next few weeks the site became red/pink, itchy, swollen, and painful. The physician suspected cellulitis and notes dictate blood cultures were negative. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to infection and a temporary pacemaker and right ventricular (rv) lead were implanted. Antibiotics were administered. A new crt-d, right ventricular (rv) lead, and left ventricular (lv) lead were implanted 2 weeks later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 429888 lead, implanted (B)(6) 2015, dtma1q1 crt-d, implanted (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.